Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that insulation anomaly was observed on the rv lead. The lead was capped on (B)(6) 2018. No further information available.